Manufacturer narrative:
The glucose reagent lot number was 89596701, with an expiration date of 31-oct-2026. The field service engineer determined the rinse tubing was cracked. The tubing was replaced. Precision studies recovered within specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with glucose hk gen.3 on a cobas 8000 c702 module. The customer repeated the samples due to the initial values being accompanied by data flags. The repeat values were deemed correct. The first sample initially resulted in a glucose value of 19 mg/dl with a data flag and it repeated as 104 mg/dl. The second sample initially resulted in a glucose value of 30 mg/dl with a data flag and it repeated as 106 mg/dl.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.